Event description:
Rn (registered nurse) went to return blood from crrt set before disconnecting. Rn spiked a 500ml bag of ns with the non-vented dispensing pin that is the device used to return the blood. The crrt set pulled air into the set, and it was noted that the dispensing pin was not functioning properly. The bag was spiked appropriately; however, no ns was coming out of the bottom. The rn stopped the action of the blood return and disconnected the crrt. Manufacturer response for 500ml bag normal saline, 500ml bag normal saline (per site reporter). [Redacted date] sample picked. [Redacted date] email sent to [redacted name].